Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73m1700116 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor was unable to load the applier with clips properly during use. No clip fell in the patient and no additional treatment was required. The applier was replaced by a new one.

Event description:
It was reported that the doctor was unable to load the applier with clips properly during use. No clip fell in the patient and no additional treatment was required. The applier was replaced by a new one.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged and the rotation tab bent. A clip was partially loaded incorrectly as it was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. Reference files pic_anp1900060265 for investigation photos. The returned sample was reviewed with a r & d engineer. The partially loaded clip was manually removed and the trigger cycle was completed. At this time, it was noticed that the bottom jaw was out of position and appeared to be damaged. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip fell out of the device due to the bottom jaw not closing. The device was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the clips were out of position in the channel and stacking on one another. This was most likely other remarks: exacerbated by the clip getting stuck in the bent rotation tab. It was also found that the bottom jaw had bent jaw legs which prevented it from closing properly. The clip stack prevents the clips from properly firing from the device. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. Based on functional testing, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned. The device was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. The sample was returned with its rotation tab bent and a clip partially loaded incorrectly. The clip was stuck in the bent rotation tab. After the clip was manually removed and upon functional inspection, the next clip fell out of the device due to the bottom jaw not closing. Upon disassembly of the device, it was confirmed that the clips were out of position. If the clips stack on one another, it would prevent the clips from properly firing from the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.